Manufacturer narrative:
The device is currently under investigation at the design house in (B)(4). Investigation methods, results, and conclusions are not finalized at this stage. The safety risk and occurrence rate for this failure mode in the vpap iii st-a device have been assessed and do not warrant a recommendation to take any immediate corrective or containment actions.

Event description:
On (B)(6) 2013, a pt (with dementia) called a nurse and reported that her device, a resmed vpap iii st-a, had stopped. The nurse visited the pt at home and found that the power supply unit appeared not to have been connected. The nurse tried to connect the power supply unit, which showed a 'system error' alarm trigger on the device, and was unable to begin ventilation. The pt's breathing deteriorated and she was taken to the hospital. It was reported that the pt had a tracheostomy procedure performed, and is currently on a mechanical ventilator.